Event description:
It was reported that during routine device change out procedure of an asymptomatic patient, the right ventricular lead exhibited high capture thresholds. The lead was capped and replaced. The patient was in stable condition with good pressure. The patient would continue to be monitored.

Manufacturer narrative:
(B)(4).